Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported after examination, the hcp requested a catheter evaluation and magnetic resonance imaging (MRI) to rule out an occlusion. Catheter evaluation on (B)(6)showed "appropriate" results/normal catheter evaluation. On (B)(6) the patient reported feeling stable on current medication. The event was possibly related to the drugs (morphine, bupivacaine, and clonidine) and the drug action that caused the event was no change in drug. The outcome of the event was updated to resolved without sequelae on (B)(6). No further complications were reported.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid, bupivacaine, and clonidine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a decrease in pump efficacy on (B)(6) 2019. The clinical diagnosis was decreased analgesia. After ex amination, it was noted the catheter was occluded. A catheter evaluation on (B)(6) 2019 showed appropriate results. The patient continued with pain until the pump was increased on (B)(6) 2019. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The patient's weight was (B)(6) lbs. The issue resolved without sequelae on (B)(6) 2019.